Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2017, the patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. It was reported that a contralateral leg component was unintentionally deployed outside the contralateral gate. The physician elected to convert the patient to an aorto-uni-iliac using three additional aortic extender components as well as performing a femoral-femoral bypass. The patient tolerated the procedure. No anatomical restrictions were reported.